Event description:
It was reported that the system was explanted due to an infection. At time of explant, externalized conductors were noted.

Manufacturer narrative:
A partial lead measuring 44.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 6.7-10.5cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.